Manufacturer narrative:
The device was returned to Olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to environmental temperature problems, however, a definitive root cause could not be established.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the Bronchovideoscope to the service center for a separate issue. During Olympus¿ device analysis it was indicated that the Bronchovideoscope's distal end was burned. There were no reports of patient involvement.